Manufacturer narrative:
Evaluation summary: a device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One picture was provided by the customer. Visual evaluation of this photo was performed; the image shows a catheter in use (inside the patient) and a portion of the am sleeve has bubbles or blistering. The reported condition was confirmed with the photo provided by the customer. The most probable root cause can be considered as that the customer used a different cleaning agent from recommended. No trends or triggers have been found. Therefore, a corrective or preventive action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the color of the catheter has changed and bubbles were noticed. It was stated that the catheter works properly and the interventional radiologist did not want to replace it just because the bubbles were present. It was also stated that the patient's catheter insertion site was slightly flushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.